Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited inappropriate atrial fibrillation episodes due to post sensed t wave oversensing. Programming changes were made. The patient was stable and would continue to be monitored.